Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and displayed as non-profile mode on the pyxis machine. The unit showed a device not on bus error, and multiple drawers on the machine were indicated as failed. The customer rebooted the device and attempted recovery; however, the issue persisted. The customer reported that they had to access the medications from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 5 failed and showed as device not detected on bus. A field service engineer (fse) inspected the back of the drawers and immediately noticed drawer 5s pyxibus module control board lights were not lit up. Further the fse replaced pyxibus module control board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.